Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was close to 400 mg/dl and the ketone level was moderate. The cause of the high bg was not known. The customer was taken to the emergency room (ER) and was treated with fluids and insulin injections. After a few hours the customer was released from the ER with a 250 mg/dl bg level.